Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding"), abdominal pain ("severe/sharp abdominal pain") and dysmenorrhoea ("severe menstrual pain") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed with essure microinsert in place nos". The patient's past medical history included obesity, bone graft (car accident hernia), hernia repair (car accident hernia), automobile accident, cholecystectomy, cholecystitis, c-section (she had pre-term complications during her pregnancies.) In (B)(6) 2011, parity 2 ((had a baby in 2005 and took leave from job for the same and a c-section in (B)(6) -2011)), gravida ii, depression and anxiety. In (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), depression ("depression/worsening of depression (symptoms became worse after the implant)"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations") and dyspareunia ("pain during intercourse"). In 2015, the patient experienced migraine ("severe migraines/head pains"). On an unknown date, the patient experienced back pain ("severe/sharp back pain"), anxiety ("anxiety (symptoms became worse after the implant)"), insomnia ("insomnia (symptoms became worse after the implant)"), abdominal pain lower ("cramps") and treatment noncompliance ("plaintiff denied use of birth controls or contraceptions at any time following essure placement procedure"). The patient was treated with amitriptyline, escitalopram oxalate (lexapro), ketorolac tromethamine (toradol), topiramate (topamax), sumatriptan, diclofenac sodium, losartan potassium, quetiapine (seroquel), oxycodone, surgery (ablation / total laparoscopic hysterectomy, bilateral salpingectomy,unilateral salpingo-oophorectomy,cystectomy). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, dysmenorrhoea, back pain, fatigue, weight fluctuation, dyspareunia and treatment noncompliance outcome was unknown, the abdominal pain, depression and abdominal pain lower was resolving and the anxiety, migraine and insomnia had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, insomnia, migraine, treatment noncompliance and weight fluctuation to be related to essure. The reporter commented: plaintiff´s back pain grew so severe that she was given four different epidurals from (B)(6) 2013. She was admitted to the emergency room approximately six times as a result of her heavy bleeding and severe abdominal pain. She had no history of migraines prior to undergoing the implantation of essure. From 2015 to 2016, she was admitted to the emergency room as a result of suffering continuous severe migraines. She was awaiting an appointment with her gynecologist to discuss the possibility of having essure coils removed. She did not claim that you are allergic to nickel or any other component of essure or thet that she experienced a hypersensitivity reaction to nickel or any other component of essure. On (B)(6) 2017, she underwent essure removal total laparoscopic hysterectomy, bilateral salpingectomy, unilateral salpingo-oophorectomy, cystectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.3 kg/sqm. Essure confirmation test: dye test done about 12 weeks after procedure. Quality-safety evaluation of ptc: ptc global number: (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 15-nov-2017: reporter information was updated. This case refers to (B)(6) -year-old patient. Her demographics was updated. Historical conditions; concomitant medications were added. Essure explantation date was added. Events added: insomnia, cramps, plaintiff denied use of birth controls or contraception at any time following essure placement procedure, and endometrial ablation performed with essure microinsert in place nos were added. Other non-drug treatment of the events abdominal pain and heavy bleeding was updated. She has recovered from the events: migraines, insomnia, anxiety. Symptoms or injuries that resolve or decrease following essure removal: lessening of depression, cramps, abdominal pain. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 24-jun-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2012 for permanent sterilization. Shortly after undergoing procedure, she began to suffer severe menstrual, abdominal and back pain as well as heavy bleeding. Consumer's back pain grew so severe that she was given four different epidurals (B)(6) 2013. She has been admitted to the emergency room approximately six times as a result of her heavy bleeding and severe abdominal pain. Additionally, she began suffering from symptoms of depression and fatigue. She was prescribed amitriptyline for depression and lexipro for both anxiety and depression. After undergoing the essure procedure, she also suffered from fluctuations in her weight, pain during intercourse. She also suffered from migraines for which she had no prior history. In fact, from 2015 to 2016, she was admitted to the emergency room as a result of suffering continuous severe migraines. Each time she went to the ER for migraines, she was given injections, one of which was the drug toradol. She has been since been prescribed topamax, which she takes on a weekly basis. She has also been prescribed sumatriptan to help for on-set migraines. In (B)(6) 2013, she underwent an ablation to help with her heavy bleeding and abdominal pain. She was currently awaiting an appointment with her gynecologist to discuss the possibility of having essure coils removed. Follow-up received on 13-jul-2016: quality safety evaluation of ptc: (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case report under litigation refers to a female consumer who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and shortly after implantation she had heavy bleeding and abdominal pain. She was admitted approximately six times as a result of her heavy bleeding and abdominal pain. Around a year after essure insertion, she had an ablation to treat her heavy bleeding. Genital bleeding and abdominal pain are listed in the reference safety information for essure. Considering that essure may cause bleeding and abdominal pain and that there is no alternative explanation for both events, a causal relationship with essure cannot be excluded. This case is regarded as incident since medical intervention was required to treat an essure-related event. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding / heavy and irregular bleeding"), abdominal pain ("severe/sharp abdominal pain") and dysmenorrhoea ("severe menstrual pain") in a 30-year-old female patient who had essure (batch no. 838569) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "plaintiff denied use of birth controls or contraceptions at any time following essure placement procedure" and medical device monitoring error "endometrial ablation performed with essure microinsert in place nos". The patient's medical history included morbid obesity, bone graft (car accident hernia), hernia repair (car accident hernia), automobile accident, cholecystectomy, cholecystitis, c-section (she had pre-term complications during her pregnancies.) In (B)(6) 2011, parity 2 ((had a baby in 2005 and took leave from job for the same and a c-section in (B)(6) 2011)), gravida ii, depression, anxiety, flank pain, pelvic pain, ectopic pregnancy, trauma, endotracheal intubation, drug overdose, pneumonia, uterine dilation and curettage, uterine ablation, rectal bleeding and upper respiratory infection. Patient denied alcohol use *essure confirmation test: dye test done about 12 weeks after procedure. (B)(6) 2011, hsg. Concurrent conditions included joint swelling, herpes simplex type ii since (B)(6) 2016, vulvovaginal candidiasis since (B)(6) 2016, nicotine dependence since (B)(6) 2016, breast pain, breast lump, cervicitis, vaginitis, vulval lesion, dysfunctional uterine bleeding, urine abnormal, atypical squamous cells of undetermined significance, cytology nos (1.0), high grade squamous intraepithelial lesion, smoker, sulfonamide allergy, vulval itching, dizziness, vaginal bleeding, vaginal discharge, urinary tract infection, left upper quadrant pain, leg pain, bipolar affective disorder and dysuria. Family history included hiv positive (father), neoplasm malignant (mother-previously recorded as cancer- female), hypertensive episode and diabetes mellitus. Concomitant products included medroxyprogesterone acetate (depo provera), medroxyprogesterone acetate (provera) and metamfetamine (methamphetamine). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), depression ("depression/worsening of depression (symptoms became worse after the implant)"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse") and pelvic pain ("pelvic pain"). In 2015, the patient experienced migraine ("severe migraines/head pains"). On an unknown date, the patient experienced back pain ("severe/sharp back pain"), anxiety ("anxiety (symptoms became worse after the implant)"), insomnia ("insomnia (symptoms became worse after the implant)"), abdominal pain lower ("cramps /severe cramping"), headache ("headache"), neck pain ("neck pain"), arthralgia ("knees pain") and menstruation irregular ("irregular cycles") and was found to have weight increased ("weight gain"). The patient was treated with alprazolam (xanax), amitriptyline, celecoxib (celexa), diclofenac potassium (cambia), diclofenac sodium, escitalopram oxalate (lexapro), ketorolac tromethamine (toradol), losartan potassium, oxycodone, quetiapine fumarate (seroquel), sumatriptan, topiramate (topamax) and surgery (ablation and d & c, total laparoscopic hysterectomy, bilateral salpingectomy, and total laparoscopic hysterectomy, bilateral salpingectomy,unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, dysmenorrhoea, anxiety, migraine, dyspareunia, insomnia and menstruation irregular had resolved, the abdominal pain, depression, fatigue, abdominal pain lower and pelvic pain was resolving and the back pain, weight fluctuation, weight increased, headache, neck pain and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, insomnia, menstruation irregular, migraine, neck pain, pelvic pain, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff´s back pain grew so severe that she was given four different epidurals from (B)(6) 2013. She was admitted to the emergency room approximately six times as a result of her heavy bleeding and severe abdominal pain. She had no history of migraines prior to undergoing the implantation of essure. From 2015 to 2016, she was admitted to the emergency room as a result of suffering continuous severe migraines. She was awaiting an appointment with her gynecologist to discuss the possibility of having essure coils removed. She did not claim that you are allergic to nickel or any other component of essure or thet that she experienced a hypersensitivity reaction to nickel or any other component of essure. On (B)(6) 2017, she underwent essure removal total laparoscopic hysterectomy, bilateral salpingectomy, unilateral salpingo-oophorectomy, cystectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.3 kg/sqm. Abdominal x-ray - on (B)(6) 2015: results: nonobstructive bowel gas pattern. Computerised tomogram abdomen - on (B)(6) 2014: no evidence for bowel obstruction or acute inflammatory changes seen within the abdomen and pelvis and there has been previous cholecystectomy .there is a small follicular cyst versus dominant follicle; on (B)(6) 2017: no urinary or bowel obstruction and normal appendix small quantity of free fluid within the dependent aspect of the pelvis. No acute superimposed inflammatory process identified within the limitation of a non contrast enhanced examination.. Computerised tomogram head - on (B)(6) 2016: results: left parietal encephalomalacia. Hysterosalpingogram - on (B)(6) 2011: complete occlusion of the both fallopian tubes post occlusion device placement. Nuclear magnetic resonance imaging - on (B)(6) 2015: transitional lumbar spinal anatomy . There are four non-rib bearing lumbar vertebra and these are numbered l1-l4. Small left foraminal disc protrusion l3-4 that encroaches on the left l3 nerve . Small left posterolateral disc protrusion l4 , s1 that encroaches on the left s1 nerve . Moderate bilateral foraminal stenosis l4 , 81.; on (B)(6) 2015: minor chronic anterior wedging t8 vertebra. No acute compression fractures. Moderate left paracentral disc protrusion t8-9 that mildly indents the thoracic cord and produces mild spinal stenosis. Pregnancy test - on (B)(6) 2017: results: negative. Ultrasound pelvis - on (B)(6) 2014: early single viable intrauterine pregnancy. No gross abnormality noted.; on (B)(6) 2017: results: anteverted uterus. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:"menorrhagia,abdominal pain, pelvic pain, migraine, depression quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2019: quality safety evaluation of product technical compliant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding / heavy and irregular bleeding"), abdominal pain ("severe/sharp abdominal pain") and dysmenorrhoea ("severe menstrual pain") in a 30-year-old female patient who had essure (batch no. 838569) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "plaintiff denied use of birth controls or contraceptions at any time following essure placement procedure" and medical device monitoring error "endometrial ablation performed with essure microinsert in place nos". The patient's medical history included morbid obesity, bone graft (car accident hernia), hernia repair (car accident hernia), automobile accident, cholecystectomy, cholecystitis, c-section (she had pre-term complications during her pregnancies.) In (B)(6) 2011, parity 2 ((had a baby in 2005 and took leave from job for the same and a c-section in (B)(6) 2011)), gravida ii, depression, anxiety, flank pain, pelvic pain, ectopic pregnancy, trauma, endotracheal intubation, drug overdose, pneumonia, uterine dilation and curettage, uterine ablation and rectal bleeding. Patient denied alcohol use *essure confirmation test: dye test done about 12 weeks after procedure. (B)(6) 2011, hsg. Concurrent conditions included joint swelling, herpes simplex type ii since (B)(6) 2016, vulvovaginal candidiasis since (B)(6) 2016, nicotine dependence since (B)(6) 2016, breast pain, breast lump, cervicitis, vaginitis, vulval lesion, dysfunctional uterine bleeding, urine abnormal, atypical squamous cells of undetermined significance, cytology nos (1.0), high grade squamous intraepithelial lesion, smoker and sulfonamide allergy. Family history included hiv positive (father), neoplasm malignant (mother-previously recorded as cancer- female), hypertensive episode and diabetes mellitus. Concomitant products included medroxyprogesterone acetate (provera). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), depression ("depression/worsening of depression (symptoms became worse after the implant)"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse") and pelvic pain ("pelvic pain"). In 2015, the patient experienced migraine ("severe migraines/head pains"). On an unknown date, the patient experienced back pain ("severe/sharp back pain"), anxiety ("anxiety (symptoms became worse after the implant)"), insomnia ("insomnia (symptoms became worse after the implant)"), abdominal pain lower ("cramps /severe cramping"), headache ("headache"), neck pain ("neck pain"), arthralgia ("knees pain") and menstruation irregular ("irregular cycles") and was found to have weight increased ("weight gain"). The patient was treated with alprazolam (xanax), amitriptyline, celecoxib (celexa), diclofenac potassium (cambia), diclofenac sodium, escitalopram oxalate (lexapro), ketorolac tromethamine (toradol), losartan potassium, oxycodone, quetiapine fumarate (seroquel), sumatriptan, topiramate (topamax) and surgery (ablation and d & c, total laparoscopic hysterectomy, bilateral salpingectomy, and total laparoscopic hysterectomy, bilateral salpingectomy,unilateral salpingo-oophorectomy). Essure was removed on 8-(B)(6) 2017. At the time of the report, the genital haemorrhage, dysmenorrhoea, anxiety, migraine, dyspareunia, insomnia and menstruation irregular had resolved, the abdominal pain, depression, fatigue, abdominal pain lower and pelvic pain was resolving and the back pain, weight fluctuation, weight increased, headache, neck pain and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, insomnia, menstruation irregular, migraine, neck pain, pelvic pain, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff´s back pain grew so severe that she was given four different epidurals from (B)(6) 2013 to (B)(6) 2013. She was admitted to the emergency room approximately six times as a result of her heavy bleeding and severe abdominal pain. She had no history of migraines prior to undergoing the implantation of essure. From 2015 to 2016, she was admitted to the emergency room as a result of suffering continuous severe migraines. She was awaiting an appointment with her gynecologist to discuss the possibility of having essure coils removed. She did not claim that you are allergic to nickel or any other component of essure or that she experienced a hypersensitivity reaction to nickel or any other component of essure. On (B)(6) 2017, she underwent essure removal total laparoscopic hysterectomy, bilateral salpingectomy, unilateral salpingo-oophorectomy, cystectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.3 kg/sqm. Abdominal x-ray - on (B)(6) 2015: results: nonobstructive bowel gas pattern. Computerised tomogram abdomen - on (B)(6) 2014: no evidence for bowel obstruction or acute inflammatory changes seen within the abdomen and pelvis and there has been previous cholecystectomy .there is a small follicular cyst versus dominant follicle; on (B)(6) 2017: no urinary or bowel obstruction and normal appendix small quantity of free fluid within the dependent aspect of the pelvis. No acute superimposed inflammatory process identified within the limitation of a non contrast enhanced examination.. Computerised tomogram head - on (B)(6) 2016: results: left parietal encephalomalacia. Nuclear magnetic resonance imaging - on (B)(6) 2015: transitional lumbar spinal anatomy . There are four non-rib bearing lumbar vertebra and these are numbered l1-l4. Small left foraminal disc protrusion l3-4 that encroaches on the left l3 nerve . Small left posterolateral disc protrusion l4 , s1 that encroaches on the left s1 nerve . Moderate bilateral foraminal stenosis l4 , 81.; on (B)(6) 2015: minor chronic anterior wedging t8 vertebra. No acute compression fractures. Moderate left paracentral disc protrusion t8-9 that mildly indents the thoracic cord and produces mild spinal stenosis. Pregnancy test - on (B)(6) 2017: results: negative. Ultrasound pelvis - on (B)(6) 2014: early single viable intrauterine pregnancy. No gross abnormality noted.; on (B)(6) 2017: results: anteverted uterus. Quality-safety evaluation of ptc: ptc global number: (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporters information updated. Lot number added. Event: pelvic pain, weight gain, headache, back pain, neck pain, irregular cycles were added. Outcome of events updated: heavy bleeding, menstrual pain, irregular cycles, pain during intercourse, pelvic pain, fatigue, migraines. Lab data, treatment drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.